Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 49 mg/dl. Customer treated their low blood glucose levels via drink. Customer declined to troubleshooting for low blood glucose levels. Customer's current blood glucose level was 65 mg/dl. The insulin pump will not be returned for analysis.